Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results . The following information was provided by the initial reporter. The customer stated: call activity comment: customer inquiry/problem: the customer is call to report that platelet count on vacutainer is lower than. Steps taken with customer: I opened case and will place in follow queue the customer is call to report that platelet count on vacutainer is lower than.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to platelet clumping as all samples met specifications. The 100 retentions were inspected with no issues being identified the customer reported condition of low platelet count is enhanced by their practice of placing citrate tubes (used to verify edta platelet results) on a mechanical rocker prior to analysis. Technical services work order informed the customer of this disparity and the corrective action necessary to help mitigate this reported condition. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode platelet clumping. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced erroneous results . The following information was provided by the initial reporter. The customer stated: call activity comment: customer inquiry/problem: the customer is call to report that platelet count on vacutainer is lower than. Steps taken with customer: I opened case and will place in follow queue the customer is call to report that platelet count on vacutainer is lower than.